Event description:
On (B) (6) 2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that on (B) (6) 2008, the pt was admitted to a hospital. Upon info and belief, while hospitalized, the pt was alleged to be administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions associated with contaminated heparin. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. The pt allegedly suffered heparin-induced thrombocytopenia on or about (B) (6) 2008 and passed on (B) (6) 2008.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.